Manufacturer narrative:
Evaluation summary: a portion of the explanted device was returned to edwards for analysis. As received, three (3) fragments of leaflets were returned and the cuts on the fragments appeared smooth and straight. X-ray demonstrated calcification on all three (3) fragments and they were stiff and rigid. Host tissue was observed on two (2) of the fragments whilst some of the edges were stiff and appeared to be dehydrated. The valve frame was not returned for evaluation and the source of the tissue fragments could not be confirmed. Method: x-ray. Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the clinical report of stenosis and regurgitation, secondary to calcification could not be confirmed as the source of the returned tissue fragments was unable to be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this mitral pericardial valve, implanted three (3) years and six (6) months, was explanted due to mitral stenosis and regurgitation, secondary to severe calcification. Upon visualization, the condition of the valve leaflets appeared hardened and immobile. Due to the valve being fused to the patient's tissue, only the leaflets of this device were removed and a 25 mm mechanical valve was implanted onto the sewing ring of this device. There were no reported complications.